Event description:
It was reported that the patient experienced infusion set leaking at the site which resulted in high blood glucose level and was treated with correction bolus via pump event on (b)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.